Manufacturer narrative:
H10: the actual devices were not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The returned sample was connected to an in lab bag and no connection issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: the event occurred on unspecified dates of 2021, further described as "over the past few weeks". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) homechoice cassettes had a connection issue. This was observed during set up of the devices for peritoneal dialysis therapy. The connection issue was further described as ¿the tip of the white line (supply line) did not hook up correctly as the plastic tip did not match up or fit exactly with the solution port tip (solution bag connection port) of the third solution bag (baxter bag)¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.